Manufacturer narrative:
The customer site performed an internal investigation and deemed that this event is attributed to operator error. The customer believed that there were bubbles in the sample cup and the probe aspirated a short sample during the initial and repeat run, leading to the generation of low sodium (na) results. Failure mode of the event is attributed to incorrect sample preparation; individual isolated events during a sample run of multiple samples typically denote sample issues due to the presence of fibrin strands, gel from serum-separating tube (sst) collection tubes, or bubbles on the surface of a sample aliquot.

Event description:
The customer reported obtaining a low sodium (na) result of 101 mmol/l for one (1) patient involving the au5800 clinical chemistry analyzer. Subsequent repeat of the patient sample produced a na result of 105 mmol/l and the result was released out of the laboratory. The customer is a reference laboratory and was notified by the ordering physician that the patient had been sent to the hospital. The customer confirmed that the patient was formally admitted to the hospital. The patient was redrawn at the hospital and the sample produced na value within the normal range. The customer confirmed with the ordering physician that there was no change or affect to the patient treatment associated with this event. The patient was kept overnight for observation and released the following day. After receiving information of the erroneously low na result, the customer reran the original sample and obtained a na result of 134 mmol/l. The customer stated that quality control (qc) recoveries were within the laboratory's established ranges, maintenance was up to date, and no calibration issues were noted. Beckman coulter reviewed the customer supplied data and confirmed good calibration and quality control recoveries. No other instrument issues were noted.